Event description:
It was reported that the pt's speech understanding had become poorer since the beginning of the new school term in 2003. Pt could hear a buzzing sound. As of 2003, the pt has not been able to hear anymore. Telemetry showed 'poor coupling' to the implant.